Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "the pt had a stryker hip implanted in 2005. The surgeon alleges product failed and pt would like to discuss compensation with someone at stryker. On (B)(6) 2005 implanted a ceramic hip. Pt was (B)(6) at the time of implant. Now having pain and watches every step he takes. Pt did have dye test. New doctor found loosening of distal prosthesis left hip. Cannot get it replaced. Dr. Alleged the part is a defect. Pt has original records and x-rays. He cannot sit on the hip, walking hurts. Sleeping is difficult. His current doctor is sending him to the (B)(6) clinic.